Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower 3 doors 2 and 4 were failed to open. A field service engineer found that tower three connected to med cart one (main) was unable to recover any doors, inspected all cables and tested the control board, which checked out as functioning normally, verified that the towers operated correctly when connected to med cart port two, but port one would not operate either tower, replaced the communication sled and controller, updated the firmware, and installed a reimaged hard drive to rule out software or driver issues, but the problem persisted, resolved the issue by installing and configuring an unused med cart expander booster box, after which both tower doors tested successfully in the hardware test application and the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors 2 and 4 failed to open. Recovery attempts, including rebooting the pyxis, were unsuccessful, and no unlocking noise was heard from the tower. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.